Event description:
The customer reported the device fell from the rollstand due to a failed plastic bracket on the top of the trolley. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.